Event description:
The manufacturer received information alleging the device suddenly stopped operating during use at home. Delivery of airflow was resumed by restarting up the unit, but it stopped operating again. The same issue occurred three times after that. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. An error code related to unable to write to event log occurred, so the main board was replaced. No abnormality was confirmed but the following parts were replaced as regulated by maintenance procedure to prevent failure: blower and inlet foam kit. Life related smell was confirmed, so the outlet flow path was replaced. Confirmed the phenomenon was improved by the parts replacement.